Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. These were inspected visually with the microscope and the conclusion was made that there is no presence of solvent. DHR review showed there were no issues related to the product itself but there was an issue with documentation and a documentation change order was done. Additionally, retention samples were selected for evaluation and function testing showed the customer's indicated failure mode for loose connection. Conclusion: corrective actions include the following. Implementation of visual aid in assembly room by the operators working space, so they will be constantly aware of this critical phase in manufacturing of this sku. Functional test added in sqc 10-0160 (revision 10). Re-training with operators was performed. Deviation memo on sqc 10-160. CAPA opened in track wise #138160. Adding in the maintenance checklist for dispensers, will be to see if alarm feature is working correctly. Implement additional light source that will be placed near the operator, but pointed at the dispenser wail operator is protected from this additional light source. This will help the operator to see if solvent is being applied on the component.

Manufacturer narrative:
Bd corporate headquarters in (B)(4) has been listed as the manufacturing site in (B)(4), (country) is not registered with the FDA. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use, the connector was lose on the bd phaseal ¿secondary set c61 with a built-in phaseal¿ connector. There was no report of injury or medical interventions.

Manufacturer narrative:
CAPA 138160 initiated. Investigation will be completed. Upon completion, a supplemental MDR will be filed.